Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, a diagnostic anomaly was observed. While performing device reprogramming, an error message was encountered which was giving option to save and clear or just to clear diagnostics. Diagnostics were cleared successfully without saving. The rest of the follow-up was completed uneventfully. The interrogation concluded with the patient in stable condition throughout the entire follow-up. The patient will continue to be monitored.